Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted. On the same day, the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
Correction to event date - date of event has been confirmed as (B)(6) 2011 and not (B)(6) 2011 as previously reported.